Event description:
It was reported that pump experienced malfunction alarm with code 12, with no notable events occurred before issue. There was no reported adverse impact to the customer's blood glucose level. Customer had already reset pump following standard steps, confirmed malfunction did not recur after reset, and was advised pump could continue to be used with instruction to call back if issue returned.